Manufacturer narrative:
Block h6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e1311 captures the reportable event of unspecific kidney or urinary problem. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1007 captures the reportable event of constipation.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, experienced pain, constipation, difficulty urinating and flank pain. The patient was admitted to the hospital and diagnosed with perirectal abscess and proctitis that was treated with temporary foley catheter and 14 days of augmentin.